Manufacturer narrative:
As reported, post-implant of the ventralex mesh, the patient was diagnosed with a hernia recurrence and underwent mesh explant. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being not related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use supplied with the device lists hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the ventralex mesh device #1. An additional MDR was submitted to represent ventralex mesh device #2.

Event description:
Reported per clinical trial (B)(6): (B)(6) 2012: subject patient underwent open midline umbilical repair during which a ventralex mesh (medium) (device #1) was placed and fixated using sutures. Fascia and full skin closure was achieved using vicryl sutures and surgical glue. The patient was discharged from the hospital on (B)(6) 2012. (B)(6) 2013: subject patient was diagnosed with a 6x3 cm recurrent midline hernia during a physical exam. (B)(6) 2013: subject patient underwent mesh explant, with implant of a ventralex mesh (large) (device #2). Fascia and full skin closure was achieved using vicryl sutures. (B)(6) 2013: subject patient deemed to be recovering well during follow-up. Per the study clinician, the reported adverse event (device #1 recurrence) has been assessed as mild in severity, not related to the study device and not related to the index procedure. The outcome for this ae is reported as recovered/resolved. (B)(6) 2016 & (B)(6) 2020: patient was diagnosed with ventral hernia during follow-up appointments. No discussion on treatment or pain concerns from the patient. Per the study clinician, the reported adverse event (device #2 recurrence) has been assessed as mild in severity, possibly related to both study devices and not to the index procedure. The outcome for this ae is reported as recovering/resolving, no action taken.